Event description:
In 2005 a gore excluder aaa endoprosthesis was implanted. In 2007, the devices were explanted. Further investigation is currently underway.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted and involved in this event: pxc121200/lot# 03525487, pxt231216/lot# 03504043, pxa230300/lot# 042971011.